Event description:
It was reported that the patient with this implantable cardioverter defibrillator exhibited twiddlers syndrome and this device had migrated as confirmed through x-ray. This device was successfully revised. This device remains in service. No additional adverse patient effects were reported.